Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the customer experienced hypoglycemia. The customer¿s blood glucose level was 51 mg/dl at the time of incident. The customer was declined troubleshooting. The customer was treated with glucose tablets for low blood glucose level. Customer stated that they already had taken candy to higher the blood glucose level. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.